Event description:
Info received indicated that the bed had no power.

Manufacturer narrative:
The hill-rom tech found that excessive amount of cleaning solution from housekeeping caused fluid ingress into the siderail and caused the pcb to lose all power.